Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. Product analysis suggests the product was not used in a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all the quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, after inserting the trocar into the abdominal cavity, the balloon would not inflate. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4).